Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that as the stent was being deployed interactions with the anatomy and/or the stent was deployed too quickly resulting in the stent to have appeared as unraveled/stretched and broken; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The treatment appears to be related to the operational context of the procedure as post dilatation was performed with a 8.0x40mm balloon per standard practice and to make sure the distal end of the stent was expanded to allow placement of another stent inside it. Then a 10x20mm absolute pro stent was deployed inside the distal end of the stent as treatment and was also post-dilated per standard practice. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mid left superficial femoral artery (sfa) with mild calcification. The 9.0x40mm absolute pro vascular self expanding stent system (sess) was advanced to the target lesion without resistance and the stent deployed without resistance or difficulties, however, it was noted approximately 10-15mm of the distal end of the stent appeared to be unraveled and broken. The rest of the stent deployed as normal. The sess was removed and post dilatation was performed with a 8.0x40mm balloon per standard practice and to make sure the distal end of the stent was expanded to allow placement of another stent inside it. Then a 10x20mm absolute pro stent was deployed inside the distal end of the stent as treatment and was also post-dilated per standard practice. There was no no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.